Manufacturer narrative:
Date of event: exact date unknown, event occurred nine months ago.

Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with an MRI compatible ipg. The explanted ipg was discarded.